Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confirmed motor stall was noted in the pump event logs with no motor stall recovery recorded. The patient had an MRI last month; the pump was never interrogated post MRI. No other information was provided regarding the event. A follow-up report will be sent if additional information becomes available.